Event description:
It was reported that patient underwent a posterior fixation procedure at t9-s1. 9 months after the procedure the pseudoarthrosis was confirmed. The second surgical procedure was performed approximately 9 months after the index surgery. At the second surgical procedure, all implanted implants were explanted except l4 and l5 screws. Only l4-l5-s1 (only right side)-iliac was refused using another posterior fixation system.

Manufacturer narrative:
(B)(4) pseudoarthrosis. Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.